Manufacturer narrative:
Concomitant medical product: 694965 lead, implanted: (B)(6) 2006; 506852 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the left ventricular lead threshold has been rising over the past seven months and is now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.